Event description:
It was reported that, "spoke to customer, tried for 2 nights, won't stay put, it comes out of place; wore a brief to help hold it in place, but it just does not want to stay. She bends the pw flex - she gets so dry that she gets raw. Advised to dc pw for redness/excoriation, uti. It is unclear if troubleshooting was performed. No medical impact or medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. The reported event is addressed within the labeling. No additional actions can be taken at this time. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that,"spoke to customer", tried for 2 nights, won't stay put, it comes out of place; wore a brief to help hold it in place, but it just does not want to stay. She bends the pw flex - she gets so dry that she gets raw. Advised to dc pw for redness/excoriation, uti. It is unclear if troubleshooting was performed. No medical impact or medical intervention reported.